Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm. There was calcification at the proximal aortic neck. The proximal aortic neck measured 22 mm to 22.1 mm to 22.8 mm to 21.1 mm x 18.3 mm in diameter along a 24 mm length. It was reported that, approximately eleven days post index procedure, an angiogram revealed a proximal type I endoleak. The endoleak originated from the area of the proximal aortic neck that was calcified. Twelve days post index procedure, the physician elected to implant an endurant aortic cuff. Since the patient was a dialysis patient, the physician elected to implant the endurant aortic cuff 5 mm distal to the superior mesenteric artery and intentionally covered the renal arteries. The endoleak was resolved. Per the physician, the cause of the event was due to the patient vessel morphology.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.